Event description:
I am submitting this report to describe a patient safety concern related to the real-world use of an implantable cardioverter-defibrillator (ICD) and the absence of patient- and caregiver-facing access to device information. My partner had a boston scientific ICD for management of ventricular arrhythmias. The device recorded clinically significant arrhythmic events and delivered therapies. However, neither the patient nor caregiver had any means to view, interpret, or receive timely information about these events. Some shock episodes occurred during sleep and were not recognized by the patient. The only way to obtain information about device activity was through a clinician retrieving and interpreting the device report. This created unavoidable delays and prevented the people living with the device from understanding when urgent action was required. In the final day of the patient's life, a representative from the device manufacturer contacted the patient to report that the ICD had recorded dangerous tachyarrhythmias and that urgent initiation of a new medication was needed. The caregiver, who was responsible for medication access and safety, was not included in this communication. At that time, the patient was cognitively and physically compromised and not capable of reliably processing or acting on this information. This situation created a safety gap: critical device data were not visible to the patient or caregiver. There was no plain-language explanation of arrhythmic events. Responsibility for responding to life-threatening information was placed on a patient with impaired capacity. Communication occurred through a third party rather than the care team this report is not intended to allege device malfunction. It highlights a system design and communication gap in how implantable cardiac device data are shared and acted upon in real-world settings. A patient-facing dashboard, caregiver access permissions, and real-time safety alerts could reduce delayed responses and improve patient safety. Boston scientific was unwilling to release data directly to me even with letters of administration. They did provide the option of a phone call debrief with the doctor who oversaw the implantation and maintenance of the device which I did participate in.